Manufacturer narrative:
(B)(4). Evaluation results, conclusion: (99% occluded, severe calcification). (Dislodged), (failure to pre-dilate).

Event description:
An endeavor sprint rapid exchange (rx) drug-eluting coronary stent delivery system length 18mm, diameter 2.5mm was used to treat 99% occluded lesion exhibiting severe calcification in a patient. The physician inspected the stent prior to use and there were no issues noted. The stent advanced normally over the wire and through the guide catheter. The physician was unable to deliver the stent to the lesion. It was reported that the stent came off the delivery system on withdrawal of the stent delivery catheter. It was reported that the stent remains in the patient at an unknown location. The case was successfully completed using another stent. Patient was reported to be fine post procedure and no clinical sequelae have been reported. The stent delivery system was not returned to medtronic for evaluation.